Manufacturer narrative:
Batch review performed on 18-dic-2020 lot 1900061: (B)(4) items manufactured and released on 06-may-2019. Expiration date: 2024-04-23. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event

Event description:
The patient came in reporting pain due to a subsided stem, 1 year 4 months after the primary. The cause of the subsided stem is unknown. The surgeon revised the amistem-p std. #1 with a sms solid stem std #10 and revised the 32mm biolox delta head s with a 32mm biolox delta head s.